Event description:
The customer reported that the ventilator was stacking breaths and not allowing the patient to exhale. The patient has been transferred from the operating room to the ICU and was put on the ventilator at 14:35 (respiratory therapist notes state the patient was put on the ventilator at 14:20). At 16:13 the nurses notes state that the patient had a long expiratory phase. She stated that there was always a clinician at bedside with the patient from the moment he was placed on the ventilator. She stated that the patient was very sick and has expired and she stated there is no allegation that the ventilator caused or contributed to his death.